Event description:
A ventilator was returned to the distributor for service. During initial evaluation of the device at the distributor, a voltage error code was found in the device's error log. There is no documentation of what needs to be replaced to address the issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to a third party service center for service. During initial evaluation of the device at the distributor, a voltage error code was found in the device's error log. There was no harm or injury reported. The device evaluation has been completed. The service technician states that the active exhalation control module valve and pollen filters were replaced to resolve the issue. The device passed all final testing. No further investigation is required. The section h coding has been updated. Additionally, the become aware date has been updated to 01/04/2024. The original report was submitted with the wrong awareness date.